Manufacturer narrative:
The unit passed the rewind, the basic occlusion test, the occlusion test, the prime test, the excessive no delivery test, and the displacement test. The drive support disk was inspected and there was no anomaly was. The unit had minor scratches on the lcd window.

Event description:
The customer called in to report low blood glucose levels and that the drive support cap was sticking out. The customer reported blacking out due to low blood glucose levels and requiring paramedic intervention. The customer was treated with an injection and the paramedics gave the customer an insulin bag. The customer's blood glucose level was 123 mg/dl. The product was returned for analysis.